Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over five (5) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus. The investigation was conducted based on the complaint information, which found that the error patterns very likely indicate the impact of a major mechanical force caused by a blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rigid arthroscope's eyepiece funnel had a minor burn. There were no reports of patient involvement.